Manufacturer narrative:
Other, other text: one cadd solis vip 2120 pump was returned for analysis with the tamper seal missing but no physical damage. A motor test was performed; confirming that error code 41622 alarmed. However, upon review of the event log, there was no indication that error code 41622 occurred. A loose screw was heard inside the pump while shaking the unit. It was thought that the loose screw could have caused the fault. Based on the evidence, the complaint was confirmed but the root cause is unknown.

Event description:
Information was received indicating that a smiths medical pump presented with error code 41622. There was no adverse events reported.